Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Cannot performed bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 280 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. No significant event leading to sensor glucose versus blood glucose inaccurate readings were observed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.